Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had an electric shock pain right over her implantable neurostimulator (ins). The pain started 2011-(B)(6). The patient went to the emergency room and to a pain management medical doctor and was still having pain. The device was turned off and the patient was still experiencing the same shocking pain. There was no known accident or incident related to this event. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Patient programmer model 3037, serial # (B)(4), implanted: na, explanted: na, lead model 3889, lot # v815657, implanted: 2011-(B)(6), explanted: unk.